Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up approximately 10 months post op where physician observed a type ia endoleak. The physician elected to re-intervene and place a balloon expandable stent at the level of the sealing rings, which successfully resolved the endoleak. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.